Event description:
It has been reported to philips that the system did not power on successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that it does not start up. Upon functional testing, fse found the ups to be faulty. Fse replaced the ups controller and battery pack. After replacement, the system was returned to use in good working order. These codes were updated based on investigation outcome.